Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was unknown. It was reported the patient was not getting enough relief and still had pain. The patient did not remember having any problems until she switched to another physician. That was when she noticed the change in therapy effect. The patient notified the doctor¿s office that she was still in pain. The patient intended to have the pump removed, but then "someone told her something¿ and she ¿agreed to something'¿ and ended up having the pump replaced. No further complications were reported.